Manufacturer narrative:
Approximately 18¿ of the external portion/distal end of the driveline was returned. Rescue tape was observed 1¿ through 4.5¿, 9¿ through 10¿ and 10.5¿ through 11.5¿ from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, the silicone jacket was damaged 3¿ and 10.5¿ from the metal connector. Shield breakdown was observed 2.5¿ and 10.5¿ from the metal connector. The shielding was removed and examination of the underlying wires revealed evidence of minor kinking 11¿ from the metal connector, but no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for over 30 minutes and the reported driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. A correlation between the driveline and the driveline fault alarms could not be determined. The patient remains ongoing on heartmate ii, serial number (B)(4) and no further issues have occurred since the driveline was replaced. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for over 30 minutes and the reported driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. A correlation between the driveline and the driveline fault alarms could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 1 month. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s vad system produced driveline fault alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported alarm. A submitted x-ray image showed a spot at the end of the external bend relief that was suspect. On (B)(6) 2017, the manufacturer¿s technical service representatives arrived onsite for a percutaneous lead (driveline) evaluation and repair. No open wires were found during phase interrupter tests. A distal end percutaneous lead (driveline) replacement was performed approximately 2.5 inches from the exit site. Post repair, the patient¿s vad system was connected to a grounded power module patient cable without issue. No additional information was provided.